Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the endoeye flex deflectable videoscope image had an abnormal color tone. Specifically, the image is entirely magenta or green. There was no patient involvement in this reported event.